Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg relocation procedure due to an unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.